Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Mfg site name-coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during ureteroscopy in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. An attempt to remove the broken tip was made but it was not able to be retrieved. The patient was advised that the fragment will pass naturally through urination. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.